Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An error message would appear during device interrogation. Device firmware reprogramming resolved the issue.

Manufacturer narrative:
We received corrected information that the submission of this report was a duplicate of manufacturer report number: 2017865-2017-00039.